Event description:
It was reported that guidewire became stuck with the catheter. A 31mm farawave and starter guidewire were selected for pulsed field ablation for atrial fibrillation. During procedure, pulsed field ablation (pfa) applications had already been performed in the left atrium and left superior pulmonary vein and were completed in the left inferior pulmonary vein. Upon attempting to transition to the right pulmonary veins, the guidewire could not be removed and appeared to be stuck. Attempts to advance a rosen guidewire were also unsuccessful. While the j-tip of the wire was able to flex, the proximal portion remained immobile. Multiple attempts were made to resolve the issue, ultimately resulting in the removal of the entire farawave catheter and guidewire from the body. Upon inspection, the guidewire showed no signs of tissue attachment or visible damage, nor did the catheter. It appears the guidewire became lodged within the farawave catheter. Retrospective observation noted a significant amount of air present when the catheter was first introduced into the sheath. During aspiration, a significant amount of air was pulled back multiple times, until it was clear of all air. Air appeared to be coming from through the faradrive from distal to proximal within the faradrive. No air was seen in the patient. There were no patient complications. The catheter was replaced, and the procedure was successfully completed.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Finally, the catheter's irrigation was tested and no leaks, air ingress, or other issues were observed. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the issue seen in the field could not be determined. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that guidewire became stuck with the catheter. A 31 mm farawave and starter guidewire were selected for pulsed field ablation for atrial fibrillation. During procedure, pulsed field ablation (pfa) applications had already been performed in the left atrium and left superior pulmonary vein and were completed in the left inferior pulmonary vein. Upon attempting to transition to the right pulmonary veins, the guidewire could not be removed and appeared to be stuck. Attempts to advance a rosen guidewire were also unsuccessful. While the j-tip of the wire was able to flex, the proximal portion remained immobile. Multiple attempts were made to resolve the issue, ultimately resulting in the removal of the entire farawave catheter and guidewire from the body. Upon inspection, the guidewire showed no signs of tissue attachment or visible damage, nor did the catheter. It appears the guidewire became lodged within the farawave catheter. Retrospective observation noted a significant amount of air present when the catheter was first introduced into the sheath. During aspiration, a significant amount of air was pulled back multiple times, until it was clear of all air. Air appeared to be coming from through the faradrive from distal to proximal within the faradrive. No air was seen in the patient. There were no patient complications. The catheter was replaced, and the procedure was successfully completed.

Event description:
It was reported that guidewire became stuck with the catheter. A 31mm farawave and starter guidewire were selected for pulsed field ablation for atrial fibrillation. During procedure, pulsed field ablation (pfa) applications had already been performed in the left atrium and left superior pulmonary vein and were completed in the left inferior pulmonary vein. Upon attempting to transition to the right pulmonary veins, the guidewire could not be removed and appeared to be stuck. Attempts to advance a rosen guidewire were also unsuccessful. While the j-tip of the wire was able to flex, the proximal portion remained immobile. Multiple attempts were made to resolve the issue, ultimately resulting in the removal of the entire farawave catheter and guidewire from the body. Upon inspection, the guidewire showed no signs of tissue attachment or visible damage, nor did the catheter. It appears the guidewire became lodged within the farawave catheter. Retrospective observation noted a significant amount of air present when the catheter was first introduced into the sheath. During aspiration, a significant amount of air was pulled back multiple times, until it was clear of all air. Air appeared to be coming from through the faradrive from distal to proximal within the faradrive. No air was seen in the patient. There were no patient complications. The catheter was replaced, and the procedure was successfully completed.